Manufacturer narrative:
This is 4 of 4 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the differences in the sensor glucose and the blood glucose event. The sensor glucose was 71 mg/dl, and the blood glucose value was 237 mg/dl. The sensor glucose and blood glucose difference is 166 mg/dl. The customer reported a blood glucose value of 237 mg/dl. The customer reported a loss of communication between the transmitter and the pump. The customer experienced hyperglycemia and was treated with a manual injection. The customer had experienced bleeding. The event involved product(s) mmt-1884, mmt-7841zn, mmt-7040a, mmt-387, mmt-332a, and unk_sensor. Troubleshooting was performed for the sensor glucose vs blood glucose, and the insulin delivery was suspended due to the sensor glucose vs blood glucose event. Troubleshooting was not performed for the high blood glucose. Troubleshooting was performed for the loss of communication, and the transmitter is in use under warranty. Troubleshooting was performed for the site issues, and the customer reported blood at the site. No further patient complications were reported. No product return is required for mmt-1884, mmt-7841zn, mmt-7040a, mmt-387, mmt-332a, and unk_sensor